Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastroplasty procedure, the first load jammed and did not fire. A second reload was used, but on the first staple it only stapled halfway and jammed. Additionally, it made a clicking noise. A third reload was then used, but the stapler did not activate the blade, and the handle came loose. To resolve the issue, a new handle was used with the third reload. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a procedure, the first load jammed and did not fire. A second reload was used, but on the first staple it only stapled halfway and jammed. Additionally, it made a clicking noise. A third reload was then used, but the stapler did not activate the blade and the handle came loose. To resolve the issue, a new handle was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant medical products: egia45amt, egia45amt egia 45 artic med thick sulu (lot#:p4g0904), egiaustnd, egiaustnd endogia ultra univ std stap (lot#:p3h0984) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the first load jammed and did not fire. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.